Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of three reports associated with this event.

Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lot h10i30048 with no issues noted during the manufacturing process. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Clarified information received from the facility nurse on (B)(4) 2011 indicates: the patient experienced peritonitis on (B)(4) 2011 and was hospitalized. The type of peritonitis is unknown. No further information is available.

Event description:
During a consumer call to baxter on (B)(6) 2011, the death of the homepatient (hp) on (B)(6) 2011 was reported. The consumer stated that the cause of death was peritonitis. Onset of symptoms and the treatment were not reported. Upon a follow-up call with the nurse, the date of death was confirmed, but the cause of death was unknown. Peritonitis was not confirmed to be the cause of death. It was not reported if an autopsy was performed. Pd therapy was ongoing at the time of death. On (B)(6) 2011, baxter received additional information from the nurse who stated that the day preceding the death, the hp was admitted to hospice care and died within 24 hours. She stated that pd therapy had most likely been discontinued but the time and date of discontinuation was unknown.